Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6)2009. (B)(4).

Event description:
It was reported that during a device replacement procedure, the patient's right atrial (ra) lead dislodged during extraction. The ra lead was explanted and replaced. Next, the patient's left ventricular (lv) lead had high thresholds and was explanted. During the replacement, an lv lead was attempted not used due to the wire becoming stuck in the lumen. A new lead was used instead. No patient complications have been reported as a result of this event.